Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused throat cancer, dry mouth, shortness of breath and headaches. The patient alleges that the device will not turn on. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging throat cancer, dry mouth, shortness of breath and headaches that are related bipap device's sound abatement foam. The patient alleges that the device will not turn on. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed an unknown contamination at the air inlet and the bottom of the blower box. Black specks in the bottom enclosure. Unknown white dust-like contamination was on top of the blower motor and the blower motor seal. Unknown white contamination at the air inlet of the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box. Black dust-like contamination (inconsistent with degraded sound abatement foam) on the inside of the bottom of the enclosure. Pressure sensor side of the blower box had sound abatement foam that looked like they had moisture. Manufacturer was able to confirm the presence of degraded sound abatement foam on the pressure sensor side of the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found two errors. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device. Manufactutrer was able to confirm the complaint of device not working. In this report, section h6 has been updated.

Manufacturer narrative:
Additional information was received on apr 29, 2022, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging throat cancer, dry mouth, shortness of breath and headaches that are related bipap device's sound abatement foam. The patient alleges that the device will not turn on. Additional information was received about the allegation of visualization of particles. Section b7 has been updated. The manufacturer was previously missed when coding the medical device problem, but it has now been included in this report. Section h6; medical device problem code has been updated.